Event description:
The physician (allergist) reported that a patient experienced nausea and vomitting, following a chiari malformation procedure in which duragen was applied. Within 24 hours of the procedure, the pediatric patient began these symptoms. Evidence of eosinophilia was found in the cerebral spinal fluid (csf). The child remained hospitalized four to five days and treated with decadron. The symptoms subsided with treatment. The patient has since been taken off the decadron and the symptoms have returned three (3) weeks after the procedure. It is unknown whether or not any other product was used in conjunction with the duragen, and if any of these products were left in the patient. The child showed a mild sensitivity to bovine gelatin leading to the physician's concern with duragen. Duragen is contra-indicated for patients with a known history of hypersensitivity to bovine derived materials. Based on the account's purchasing history, the involved product was either: id2205 (lot #1051134) or id3305 (lot #1053369).

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.